Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: sigma ps cem fem sz5 r, (B)(4). Sig mod tib tray cem cocr 4, (B)(4).

Event description:
Patient was revised to address painful knee. Scan indicated loosening however no loosening was found once products were tested in the revision. Loose fragment (loose body) of cement caused poly wear. Doi: (B)(6) 2017; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.